Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-04556, 2134265-2013-04557. It was reported that following a coronary artery stenting treatment procedure, myocardial infarction (mi) and in-stent restenosis occurred. In (B)(6) 2013, elevated troponin values were observed indicating a myocardial infarction. 99% stenosis was noted in the ostial left circumflex artery (lcx), which was treated with balloon angioplasty and placement of a 3.0x16mm promus element stent with 0 % residual stenosis. Additionally 50% in-stent restenosis was noted in the ramus, which was treated with balloon angioplasty with 20% residual stenosis. The patient was also diagnosed with pulmonary edema and hyperkalemia. The events were considered as resolved and the patient was discharged. About a week later, elevated troponin values were observed indicating a myocardial infarction. 95% stenosis was noted in the right posterior descending artery (r-pda), which was treated with placement of a 2.25x20mm promus stent. The event was considered as resolved and the patient was discharged. In (B)(6) 2013, the patient presented due to angina pectoris and was hospitalized on the same day. Elevated troponin values were observed indicating a myocardial infarction. 99% focal in-stent restenosis was noted in the ostial lcx, which was treated with balloon angioplasty and placement of a 3.0x28mm non-bsc stent with 0% residual stenosis. The event was considered as resolved and the patient was discharged. One day post-discharge, the patient was readmitted due to chest pain which was diagnosed as myocardial infarction. In (B)(6) 2013, 90% stenosis was noted in the proximal lcx, which was treated with balloon angioplasty and placement of a 3x22mm non-bsc stent with 0% residual stenosis. Additionally 80% in-stent restenosis was noted in the ramus, which was treated with balloon angioplasty with 10% residual stenosis. The event was considered as recovering.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).